Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd vacutainer® edta blood collection tube produced a low platelet count of "380" after use. This was the second test performed on the patient "after 30 minutes". This complaint was created to capture the 2nd of 7 related incidents. The following information was provided by the initial reporter: "platelet count 380 (repeated test after 30 minutes) it was reported that customer is having low platelet counts using the edta tubes. Update: inconsistent platelets count results. Customer is having frequent low platelet count using the bd edta tube since the past year. Also they are having many underfilling of gold top sst tube happening frequently. No lot number(s) provided."

Manufacturer narrative:
The customer did not provide bd pas with product catalog number or lot number information, when requested. A device history review could not be completed as no batch number was provided. After 3-follow-up attempts to obtain additional information, bd pas has closed this customer complaint. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. H3 other text : see section h.10.

Event description:
It was reported that the unspecified bd vacutainer® edta blood collection tube produced a low platelet count of "380" after use. This was the second test performed on the patient "after 30 minutes". This complaint was created to capture the 2nd of 7 related incidents. The following information was provided by the initial reporter: "platelet count 380 (repeated test after 30 minutes) it was reported that customer is having low platelet counts using the edta tubes. Update: inconsistent platelets count results. Customer is having frequent low platelet count using the bd edta tube since the past year. Also they are having many underfilling of gold top sst tube happening frequently. No lot number(s) provided."